Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was experienced an extrusion of the electrode lead into the external auditory canal. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 26, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.